Event description:
Reportedly, during the implant of the subject ICD, the physician observed inconsistencies between the r-wave measurements performed with pace system analyzer and the r-wave values measured by the ICD, although a egm's normal shape and scale were observed on the egm screen. This behaviour was still present also after several tests and after lead and ICD replacements. The ICD involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the us. Analysis is pending.